Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007; inratio: 5.8; lab: 17; mean: 11.4; confidence limits: cannot be determined, per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. The time interval between tests was >3 hours. The comparison was considered invalid. Per text "his wife coughed up blood after my call, and at the hospital, the inr was inr was 17.0 with massive internal bleeding. She was given vitamin k shots, frozen plasma, and 7 units of blood, he tried to test her again today, as she is stable now, but still in the ICU, and got qc1+2 errors multiple times. No strips left now." This is an adverse event case. Products will be tested.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: 2007; inratio: 5.8 ; lab: 17, per text" his wife coughed up blood after my call the next day, and at the hospital, the inr was 17.0 with massive internal bleeding. She was given vitamin k shots, frozen plasma, and 7 units of blood."